Event description:
Problem description: dr. (B)(6) reported to hologic that one atec 1209-20 took six normal passes of tissue samples then a "burst of air" and the device got stuck and stopped working.